Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including implant position, tetralogy of fallot and patient age at time of implant.

Manufacturer narrative:
H10: additional manufacturer narrative: the date of event is unknown. However, the article was received for publication on 25th oct 2021. Therefore, this was used as the occurrence date. Article citation: kim wc, taliotis d, turner m. Transcatheter pulmonary valve implant in a patient with a previous pulmonary valve-in-valve. J cardiol cases. 2022 mar 21;26(1):39-41. Doi: 10.1016/j.jccase.2022.02.006. Pmid: 35923522; pmcid: pmc9214873. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "transcatheter pulmonary valve implant in a patient with a previous pulmonary valve-in-valve", the following event was identified as pertaining to an edwards device: this 14-year-old patient with a 23mm carpentier edwards perimount valve implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately six (6) years due to severe prosthetic pulmonary stenosis. A 22mm non edwards transcatheter valve was implanted within the surgical device.